Event description:
An endurant stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology was reported as with normal anatomy,no calcifications at all, 4cm neck, good oversizing ( native vessel 21 ¿ 25mm device), legs native 20/21mm ¿ 24 mm leg and long iliac arteries bilaterally. It was reported that there was an unknown endoleak along the bifurcated stent graft.. The physician was unable to find out a reason for endoleak. The stent graft was modelled (ab46 reliant ) with a reliant balloon in all zones and connections zones twice. Checked with pigtail above the renal arteries, inside the prosthesis, retrograde angiography (no endoleak ib). The physician decided to monitor the patient. No clinical sequelae were reported and the patient is fine.

Event description:
Additional information was received. The observed endoleak was a type ii endoleak coming from the mesenterica inferior artery.

Manufacturer narrative:
(B)(4).